Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter in 2 pieces along with a non-bsc guide catheter. Blood was on the units and in the lumen. Microscopic and tactile examination revealed numerous kinks in both returned devices (shaft and hypotube). The outer diameter (od) of the distal shaft was measured and was found within specifications. The collar ws completely separated at the collar/proximal shaft bond. The ptfe was pulled out of the collar and attached to the distal shaft. Microscopic examination presented damage to the collar. No damage or irregularities to the tip. The guide catheter used in the procedure was returned for product analysis and was used for functional testing. The inner diameter (ID) of the non-bsc guide catheter was .070¿. Functional testing was performed by inserting the distal shaft of guidezilla through the hub of the guide catheter up to the separation. The detached distal shaft of the guidezilla was able to advance through the hub of the guide catheter with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported this is the same case as MDR ID: 2134265-2015-02425.

Event description:
It was reported the shaft broke. The target lesion was located in the mid right coronary artery (rca). The physician attempted to deliver a unspecified stent to the lesion after rotablation but the stent would not cross. When trying to insert a guidezilla into the guide catheter and the shaft snapped. The guide catheter and guidezilla were removed. The procedure was completed using a new guide catheter with a guideliner. No complication were reported and the patient status was okay.

Manufacturer narrative:
Patient age at time of event:18 years or older. (B)(4).